Event description:
Related manufacturer reference number: 3006705815-2021-05929. It was reported that x-rays revealed that one of the patient's leads had migrated. Reportedly, the patient's other lead was displaying high impedances as well. As a result, the physician revised the lead that had migrated and replaced the lead with high impedances. Surgical intervention resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.